Manufacturer narrative:
One medfusion pump was received with both cases in excellent condition and no visible contamination. The event history log was reviewed and there was a primary audible alarm post in the history. Power up, infusion and occlusion tests were performed and the reported issue was unable to be duplicated. The interconnect flex cable was connected to the main board and glue was intact on j9 connector. The cause of the issue was unable to be determined since no physical damage or contamination was found on the interconnect board or speaker. According to trouble shooting chart, the background self-test sensed no current flowing in the primary speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm when the nurse turned it on prior to patient use. There was no patient involvement.